Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation with an unknown locator abutment attached. Visual evaluation of the returned products identified signs of use and dried bone on the implant. The unknown locator abutment was able to be removed and there was debris found within the implant features. The implant did not malfunction as it passed functional testing during the removal of the abutment. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A device malfunction was not confirmed with the implant. However, since the reported healing collar was not returned for evaluation, the stuck condition cannot be verified. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Reporter's last name not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the healing abutment and implant became stuck during the placement procedure and would not disengage. The implant was removed and a new one was placed during the same procedure. Tooth location 8.